Event description:
During a routine ureteroscopy, the customer quickly burned through 6, 270 micron laser fibers from 2 different lot numbers. New fibers were subsequently opened and used, with the same result.

Manufacturer narrative:
No conclusions can be made since product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Manufacturer narrative:
After product evaluation, it was determined that the fibers were functioning according to specification. Analysis of the distal tips of the fibers revealed evidence of fiber burn back. The fiber burn back was likely caused during fiber direct contact with a kidney stone. Such burn back can occur during normal laser lithotripsy when the fiber contacts a strong side of the stone and too high of shock forces (high laser energy settings) are used to fragment the stone. The successful testing of the fibers and the presence of a pilot beam with successful laser energy transmission indicates that these fibers were fully capable of function as intended.

Event description:
During a routine ureteroscopy, the customer quickly burned through 6, 270 micro laser fibers from 2 different lot numbers. New fibers were subsequently opened and used, with the same result.